Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
While inserting the drn00v model intraocular lens (iol) in the patient¿s ocular dexter (right eye), the injector did not release, the iol did not fully insert, and the trailing haptic did not completely emerge from the inserter. The lens was delivered upside down and required manual manipulation to flip the iol. The wound was not enlarged, and no vitrectomy was performed. On the same day post-operation, visual acuity was measured at 20/40 with dilation and minimal stria. By on (B)(6) 2026, three days after the operation, visual acuity had improved to 20/20-1 with j3 reading ability. A follow-up appointment was scheduled for on (B)(6) 2026. The suspect iol is not available for investigation as it remains implanted. No further information is available.